Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the coil cable on the left side was cut, bare wires were exposed and the bed was giving a heartbeat failure. The account was unsure of what caused the issue, but it looked like the cable is catching on the caster.